Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging that no airflow was being delivered. Medical intervention was required, including using ambu on the patient. A replacement device was provided, but as ambu was being used on the patient for around 1.5 hours, replacing the device led to a drop in the pressure and insufficient ventilation, which could have caused the drop in the spo2. An ambulance crew provided oxygen and the patient was admitted to the hospital. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging that no airflow was being delivered. Medical intervention was required, including using ambu on the patient. A replacement device was provided, but as ambu was being used on the patient for around 1.5 hours, replacing the device led to a drop in the pressure and insufficient ventilation, which could have caused the drop in the spo2. An ambulance crew provided oxygen and the patient was admitted to the hospital. The ventilator was returned to the manufacturer for evaluation, internal checking was performed and confirmed that the sound abatement material of air inlet path assembly was delaminated. It is possible that the flow of air was obstructed inside the air inlet path due to the above and caused resistance in the inspiration of blower, which resulted in occurrence of the reported issue. Therefore, the inlet air path was replaced with a corrected one. Additionally, the front enclosure overlay was replaced due to scratches, which was not related to the malfunction/issue. Also periodic maintenance was performed and exhaust fan assembly, 43 micron filter, motor blower assembly, stirring fan foam were replaced, which were not related to the malfunction/issue.